Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Caller reported a (B)(6) female noted that the string came out of four to five tampons while in use. The caller reported the consumer did not experience any adverse health effects and did not seek medical attention. Multiple attempts have been made to obtain further information regarding the consumer's use of the product and outcome, however, no further information has been received.